Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2021. Reportedly, the laser unit used was a moses p120 watt laser console. During the procedure, the base of the fiber near the console was noted to be overheating. During the process of firing the fiber the rubber piece that is connecting the fiber to the screw on portion broke off the base of the fiber. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.